Event description:
Surgeon reports a planned sternalock revision surgery due to sternal dehiscence.

Manufacturer narrative:
File 4 of 4 : the surgeon stated the failure resulted from the patient's chronic obstructive pulmonary disease (copd) and poor bone quality. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.